Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the clips did load properly. No patient injury was reported.